Event description:
The nurse complained of questionable inr results with a data flag for 1 patient from coaguchek xs pro meter serial number (B)(4). Of the data provided, there were discrepant inr results for the patient from the meter. The results were identified during the review of the customer's meter memory. At 04:10 pm the result from the meter was 4.3 inr with a data flag. At 04:15 pm the result from the meter was 7.1 inr with a data flag. At 04:35 pm the customer tested the patient a third time and the result from the meter was 3.8 inr with a data flag. The customer used a different finger for each measurement. There was no allegation of an adverse event. The patient's condition was "fine". The meter had not been cleaned and the qc was acceptable. The customer stated that she is squeezing to the finger excessively. The patient was not taking heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no new illness, no new medications, no bleeding, and no bruising. Retention test strips (lot 297790) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Please refer to medwatch field correction/removal report no.